Event description:
This report was rec'd via the dentist who reported that the pt experienced excruciating pain after being exposed to nexus luting cement. Emergency endodontic treatment, including replacement of a crown was required.